Manufacturer narrative:
The customer reports that the cns (central monitoring system) device freezes intermittently during monitoring. Device needs to be hard rebooted to fix issue. The software was upgraded to version 02-40. Repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) device freezes intermittently during monitoring. Device needs to be hard rebooted to fix issue.